Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-12184. It was reported the patient experienced shocking at the lead site when stimulation is on, following a fall. Diagnostics revealed high impedances on one lead. The physician explanted and replaced the lead. The other lead was repositioned to achieve better coverage. The patient reported receiving stimulation therapy postoperative.